Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0012187605 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The tip of the sheath was intact with no anomaly. The steering mechanism and deflection test were performed. No anomaly was discovered. The native dilator was inserted into the sheath and retracted several times, without any friction. The native dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issue. Catheter insertion and retraction into the sheath were performed several times easily without any issue. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.09450 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.01333 psig and in an acceptable range. In conclusion, the reported "insertion/compatibility" issue was not observed/reproduced with the returned sheath. The sheath failed the returned product inspection due to a kink on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, there was an occlusion error on the intravenous (IV) attached to the sheath for flushing. It was also reported that it was difficult to aspirate and flush the sheath. The balloon catheter was removed and the sheath was able to be flushed with no issues. When the balloon catheter was reinserted into the sheath the balloon catheter would not advance. After the balloon catheter was removed, micro bubbles were aspirated from the sheath. The sheath was replaced to prevent micro bubbles from being flushed into the sheath. The balloon catheter and sheath were replaced which resolved the issues. The case was completed with cryo. No patient complications have been reported as a result of this event.